Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime rewind anomaly. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had crack near reservoir, screen cloudy and battery life was diminished for 2 weeks the customer erased settings while changing battery of insulin pump and insulin had squirted from infusion set during priming more than once. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly, a21 alarm or reset time/date anomaly after change battery noted during testing. No rewind loud noise anomaly noted. Unit had cracked reservoir tube lip, cracked case at reservoir tube window corners.